Event description:
It was reported per MedSun report while attempting to place midline catheter into basilic vein, access was gained however in process of threading wire some resistance was felt. Was able to retrieve wire back, when midline catheter was pulled out noted part of catheter sheath was missing. Event attributed to patient's death. Procedure aborted pressure held and immediately notified RN and Physician. Patient expired in (b)(6) 2026.

Manufacturer narrative:
H11: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. The customer reported the patient passed away but did not provide the patient's date of death. The date in this report is the date BD became aware of the patient's death.Each event reported to BD is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.